Manufacturer narrative:
The lot number of the complaint product is known but the actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
As reported by an optician during a follow up call with a male consumer on (B)(6) 2016, a report of "viral and bacterial inflammation" and "scar on eye" associated with the lenses was received. The consumer sought medical attention and was instructed to discontinue contact lens wear for two months. The consumer is currently wearing eye glasses and has reported to have "good vision". Additional information has been requested, but has yet to be received.

Manufacturer narrative:
Unopened product from the same lot was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
Additional information was received from the optician on 10/13/2016; the optician reported that the consumer had temporary vision loss and the contact lens was cloudy during wear, and it was better when the contact lens was removed. The optician reiterated the diagnosis of "inflammation" (location of the inflammation was unknown) and added that there was 'established damage of the cornea" (location of the damage was unknown) . The medication prescribed for treatment of inflammation and temporary vision loss was reported as unknown. The optician stated that scar in the eye (location of the scar was unknown) is no longer visible and the consumer's eyes recovered.